Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that a bolus was delivered and it was not appearing in the bolus history. It was stated that the customer's blood glucose has been high for the past ten days. It was stated that the numbers appeared on the screen, but it took a while to complete. The mother stated that the bolus history was reviewed when the customer came back from school and found no bolus was given. The mother called to the school, who assured her that they saw the bolus delivered. It was stated that the customer's blood glucose was 19 mmol/l in the morning, and an hour later her glucose level was down to 2.2 mmol/l. No further information was provided.